Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the left femoral artery. He "gently tried to insert the iab through the sheath" and met resistance. As a result, the iab was removed from the sheath. A second iab was used to successfully complete the procedure. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.